Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy for removal of uterine fibroids in which a power morcellator was used. The pathology from this procedure revealed extensive leiomyosarcoma. After an additional procedure on (B)(6) 2010, there was no evidence of residual disease at that time. On (B)(6) 2010, after staging and 3 cycles of chemotherapy, a pet scan revealed a large lower pelvic midline mass compatible with recurrence of lms. Her disease continued to spread and she passed on (B)(6) 2011.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.